Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), injury ("injuries"), abdominal pain ("abdominal pain"), cyst ("cysts"), dyspareunia ("painful intercourse") and dysmenorrhoea ("painful and abnormal menstruation"). The patient was treated with surgery (underwent removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, injury, abdominal pain, cyst, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, dyspareunia, injury and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter,indication and events chronic pelvic and abdominal pain,cysts, painful intercourse, painful and abnormal menstruation information were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.